Event description:
It was reported by email that while loading a pt, the cot legs seemed to kick back and go into loading position. As the cot was collapsing, the emts caught the cot. The report states that the pt was not secure properly to cot which allowed patient to be injured, reportedly bumping head on a door in facility and sustaining a neck injury. Pt was assessed by ems and no trauma was reported. It was further reported that one emt sustained a shoulder strain and leg injury; however, it is unk if the other emt was injured during the incident.

Manufacturer narrative:
Auxiliary lock; service technician repaired and returned to service, however, it was recommended the device be removed from service.